Event description:
Customer called in and stated she received a replacement pump and wants someone to assist with checking her settings, high bg t/s per dop. Patient's bg is 354 mg/dl. Customer also, reported a visit to the ER. Bg at time of ER visit was: 500+. Customer received insulin to bring down bg and fluids for dehydration. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.